Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: patient implanted on an unknown date with a plate and va locking screws returned to surgeon. A post operative x-ray showed one week after surgery, everything was ok. Patient returned to surgeon two weeks later for post operative visit and the x-rays showed the screw heads of two screws were broken. Medical/surgical intervention was needed. It is not known what the patient was revised to. Surgeon noted the patient lifted a cat. This is one of two reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.